Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 10/2.75 flextome¿ cutting balloon¿ catheter was used to treat the target lesion. During the procedure, the device was used to cross the calcified lesion and the balloon was inflated three times. While the physician was dilating the balloon to extend the lumen of the lesion area, it was noted that the balloon ruptured at 12atm on the third inflation. The blades were still mounted on the balloon and the physician was able to remove the device completely. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).